Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, no specific values were provided. Customer stated that they witnessed insulin exit the infusion set tubing. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump, or provide any additional information on the reported event.

Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.